Event description:
Material: 309642 batch#: 3324733 it was reported that the bd luer-lok had a scale marking issue. The following information was provided by the initial reporter: "bd 10ml luer-lok syringe 21gx1in had no measurement markings." Verbatim: rcc received a complaint via email. Email(s) attached fresenius customer complaint (B)(4). Customer: xxxx product: bd 10ml luer-lok syringe 21gx1in vendor part#: 309642 lot number: 3324733 complaint: it was reported to xxxxxx that a bd 10ml luer-lok syringe 21gx1in had no measurement markings. Dear customer complaints: the purpose of this letter is to notify you, the manufacturer, that xxxxx na, distributors of your bd 10ml luer-lok syringe 21gx1in, received the above complaint. Fresenius medical care na requests that your organization address any follow-up investigation directly with the complainant.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
One sample of a 10ml luer-lok syringe with 21x1" needle attached (p/n - 309642) batch 3324733 was received and evaluated. The one sample received in the unsealed package was missing all the scale markings on the barrel. The condition observed is non-conforming per product specification. Potential root cause for the scale markings missing defect is associated with the marking process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 3324733 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.